Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Their implantable cardioverter defibrillator exhibited charge time limit. The physician explanted and replaced the device. The patient was in stable condition.